Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the suture separated from the needle (pull off) during the surgery? Not sure what is meant by ""attached to a split eye needle and used"" please explain in more detail. The suture separated from the needle (pull off) during the surgery. The surgeon attached the separated suture to an ""split-eye needle,"" and used the suture with the split-eye needle. What tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent a sigmoidectomy procedure on (B)(6) 2021 and suture was used. During the procedure, on the abdominal fascia by interrupted suturing, the suture was detached from the needle easily. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.